Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products- 00784803101 modular neck p2 12/14 neck taper 61669208; 00625006535 bone screw self-tapping 6.5 mm dia. 35 mm length 62110390; 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 62239388; 00771300900 modular femoral stem press-fit plasma 61902705; 00784800200 modular neck k 12/14 neck taper 62134909. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-02108 & 0002648920-2017-00218.

Event description:
It was reported that the patient's right hip was revised approximately four years post-implantation due to recurring dislocations. Medical records indicate that during the revision, hematoma, bleeding into the hip, the fat was necrotic and bloody with old organizing blood clot were noted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records received. Device history records (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.